Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: the client noticed a leak that appeared to be in the cannon, causing the loss of medicine.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed, and it is not possible observe the defect reported. Thus was not possible confirm the complaint or define a root cause to the occurrence. H3 other text : see h.10.

Event description:
It was reported that during use leakage occurred with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, translated from portuguese to english: the client noticed a leak that appeared to be in the cannon, causing the loss of medicine.